Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation the potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was reported that the patient had a rotator cuff procedure on (B)(6) 2013. Post-surgery, the patient stated she had been experiencing a consistent outbreak of hives since. Her dermatologist was going to perform a scratch test on (B)(6) 2013 to eliminate the possibility that her body is rejecting this anchor and requested a sample of the material of which the arthrex 5.5 mm fully threaded bio-corkscrew anchor is made of. The results of this test has not been given. The patient had stated that she has seasonal allergies. No other allergies are known at this time, nor does she have any underlying health issues that she is unaware of. While under the care of the surgeon for her rotator cuff, he changed her pain meds several times while recovering from the shoulder procedure, trying to see if she was allergic to them. She eventually stopped taking them and resorted to over the counter pain meds. This did nothing to stop the hives. She cannot sleep or lean on her shoulder to date.